Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through the process. After the reset, the pump no longer displayed the cgm error code, and the caller was able to successfully start their sensor session.